Event description:
The customer reported an issue with his freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. He reported he received an error message on his meter and took fifty units of the medication lantus. The customer experienced the following symptoms: shakiness, sweating, anxiety and "felt he could not move". He also reported he lost consciousness. The paramedics were called and took him to the doctor's hospital. He reported being diagnosed with hypoglycemia, but he did not reportedly take any medication to counteract the event. The customer reported he just received food and was sent home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the letter.